Manufacturer narrative:
No further information was able to be obtained from this customer. However, a probe was returned for evaluation. The probe was manufactured on august 22, 2016. A review of the manufacturing record did not reveal any related non-conformity during manufacturing for this product. Based on qa assessment, the product met specifications at the time of release. The probe was received for evaluation. A visual assessment of the returned sample was performed on november 10, 2017 and did not reveal any obvious nonconformity with the probe tip. The sample was inserted into a 23ga trocar cannula with no noticeable abnormality. No problem was found with the returned laser probe. Therefore, the root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a probe would not fit into the trocar during a procedure. The probe was exchanged to complete the case. There was no patient harm.